Manufacturer narrative:
Motor controller board and power management (pm) board were returned at the v60 vent manufacturing facility for evaluation. Visual inspection of the boards did not identify any signs of damage or contamination. The boards were installed in the test v60 vent in an attempt to duplicate the reported problem. Testing showed that when ac power was disconnected the backup alarm stopped after a few seconds, instead of sounding for at least 2 minutes after ac power disconnection. If ac power was reconnected and disconnected again, the backup alarm worked for longer than 2 minutes. The problem was linked to the customer returned pm board, the presence of the customer returned mc board had no impact on the failure. The problem was traced to the (older) pm cpld software version 8 (1047509ex_d.jed). The pm cpld software was updated to version 9 (1118927ex_a.jed). Testing was repeated. The unit passed the power fail test. The customer returned pm board caused the backup alarm to shut off early due to an older clpld software (version 8). When the newer cpld software (version 9) was downloaded that backup alarm worked as specified and the power fail test passed.

Event description:
The v60 unit was sent to the international service center for routine periodic maintenance. During servicing, the technician was performing the power fail test, when the unit failed the test. There was no patient involvement.